Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current test and active current test. The pump error 25 was not confirmed. The pump was received with a missing retainer and reservoir tube o-ring. The pump was received with a partially broken reservoir tube lip. Unable to perform the displacement test, and the p-cap / reservoir did not lock properly due to the missing retainer. The pump error 63 alarmed during selftest and was confirmed in the pump history due to a broken trace at the keypad assembly. The volume did change when adjusted. The audio/vibrate anomaly/absence of alarm was not confirmed.

Manufacturer narrative:
Device passed the sleep current test and active current test. Power error not confirmed. Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer. Hardware low level failures error alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected and hardware low level failures. The customer¿s blood glucose level was 135 mg/dl. The customer was assisted with troubleshoot for both power error detected and hardware low level failures. The customer stated that pump error alarm that occurred was hardware low level failures. The self test was performed and did not pass. The customer stated that pump has not been exposed to temperatures below 41°f. Customer previously called to report power error detected. Power error detected did not recur within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.